Manufacturer narrative:
The device was returned and evaluated. The issue reported by the customer was not confirmed. A cut on transmitter cable was observed, which does not impact vpv functionality. The product was forwarded to our supplier (B)(4) for repair. The transmitter cable, transmitter cover, transmitter switch and dome plug has been replaced. A DHR review was performed for the vpv programmer 82-3192, (B)(4) (lot#cjfdhd), and the lot met specifications when released on (B)(4) 2008. Regarding the programming issue reported by the customer, no root cause could be determined as the vpv programmer works normally. The root cause of the cut on transmitter cable is due to an user error. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Implantation of certas plus valve. The surgeon reported the patient had valve changing pressure outside of programming, and patient was complaining of headaches and draining. They reset valve and when x-ray was taken to check the valve was set correctly it hadn't been set as expected. It wasn't on the setting they had set on the programmer. They are questioning if fault is with vpv or registrar programming it, or if patient was subjected to unusual magnetic field. They wanted to exclude that the valve wasn't faulty. Valve was removed and replaced with programming completed with another programmer. No adverse event reported.